Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: d4; g3; h2; h3; h4; h6 -no product was returned; visual evaluation of the provided photos found the packaging was previously opened. An unknown debris was identified. As the product was previously opened, the source of the debris cannot be confirmed. -review of the device history records identified no deviations or anomalies during manufacturing. -medical records were not provided. -a definitive root cause or condition of the device when it left zimmer biomet cannot be determined, as the product was previously opened. -this complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information is available at the time of this report.

Manufacturer narrative:
(B)(4). G2: foreign ¿ united kingdom. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted and the debris location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that when the liner was opened, the surgeon found debris attached to the implant. After clearing the piece of debris, the surgeon implanted the liner as the implant was sterile and the packaging was intact and in date. There was no known impact or consequences to the patient. The patient is being monitored for any potential effects of having the liner implanted. Attempts have been made and no further information has been provided.